Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous results for calcium (ca) and magnesium (mg) for several patient samples assayed on a synchron cx(tm)5 delta clinical system. The results from three (3) patient samples were erroneous for ca. The result from one (1) patient sample was erroneous for mg. The specimen type for all patient samples tested was urine. The erroneous patient sample results were not reported outside of the laboratory. There was no impact to patient treatment associated with this event the customer reported that quality control (qc) results were recovering within the laboratory's established ranges prior to this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site on (B)(4)2011. The fse replaced the sample and reagent probes, mixers, wash inserts, and syringes. The fse performed alignments and verified priming per established procedures. The fse performed calibrations and ran a precision study. The customer reassayed the patient samples and obtained results interpreted to be correct. These results were reported outside of the laboratory.